Event description:
It was reported by the patient's granddaughter that the patient experienced multiple shocks. She also mentioned frayed wires. Oversensing and high lead impedance were also reported. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. An allegation from an attorney indicated the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.